Event description:
It was reported that on (B)(6), 2026, the patient experienced elevated blood glucose levels after more than 48 hours of pod wear on the abdomen. The patient reported feeling unwell, with symptoms including vomiting, nausea, back pain, and dehydration, and further reported confirmed presence of ketones, which prompted him to seek medical attention. The patient presented to the emergency room and reported diagnoses of diabetic ketoacidosis, electrolyte imbalance, large ketones, an anion gap of 15, and a beta-hydroxybutyrate (bhb) level of 1.3. Blood glucose levels were reported to be approximately 292 mg/dl at the time of hospital evaluation. Hospital treatment consisted of intravenous insulin, intravenous fluids, and zofran (anti-nausea medication). The patient remained hospitalized for approximately eight hours and was discharged the same day. The patient further reported bleeding, bruising, and slight redness at the infusion site upon pod removal. The pod involved in this event was reportedly discarded at the hospital and is unavailable for investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.4 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.